Event description:
It was reported that there was decline in the pt's hearing performance since (B)(6) 2013. No trauma was reported.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.